Manufacturer narrative:
A partial lead was returned for analysis in two segments measuring in 15.3 and 34.5 cm respectively. In the first segment, external insulation abrasion was noted at 5.9 cm to 6.4 cm and 14.8 cm to 15.0 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at these locations. In the second segment, internal insulation abrasions were noted at 0.0 cm to 3.6 cm, 4.4 cm to 6.1 cm and 4.9 cm to 5.6 cm from the reference end. One etfe coating was abraded while the other etfe coating was intact at these locations. External insulation abrasion was noted at 23.5 cm to 25.2 cm and 24.3 cm to 24.9 cm consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.